Event description:
The reporter contacted animas on (B)(6) 2012 stating the up arrow and down arrow keypad buttons were intermittently unresponsive. The reporter noted that there was a tear in the up arrow and down arrow keypad buttons and indicated that the tactile changes had occurred first. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was torn over the up and down arrow buttons. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the vibration motor was found to be misaligned. The alleged malfunction is not likely to cause an adverse event because the audible alarm mechanisms still function and will still alert the user should the pump emit an alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.